Event description:
It was reported that it took a week to learn how to use the purewick urine collection system properly and when a new caregiver came in, they had to start all over. Per follow up on (B)(6) 2021 it was reported that the patient had a hard time in understanding the purewick female external catheter placement specifically how far to put it and how exactly to keep it in place. The patient noted that sometimes there was a bit of discomfort during the use so it still might not be placed properly. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information received the event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it took a week to learn how to use the purewick urine collection system properly and when a new caregiver came in, they had to start all over.